Event description:
A pt reported experiencing inaccurate high results with a otu metr. The pt's blood glucose results were 192, 149, 132 mg/dl. Tests were done within 10 miutes with a difference of 22%. Pt did not experience any adverse events. No further info has been reported.